Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt was getting the stimulation in the wrong location and getting rib stimulation as well. The impedances were found to be sporadic. The sjm representative is going to meet with the pt to resolve the issue. No further info is available at this time.